Manufacturer narrative:
Submit date: 05/12/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the power cord cut in half, so that the wall plug is not actually attached to the unit, but it is still present and the copper wire is exposed on both sides of the cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the power cord on the unit is damaged. Upon triage at the service center, the service technician found that the power cord is cut in half, so that the wall plug is not actually attached to the unit, but it is still present and the copper wire is exposed on both sides of the cut.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for the reported condition of, ¿damaged power cord-exposed copper¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.